Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that after the upgrade, which occurred before the representative went to the site, the issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the navigation system was being interfaced with a microscope. When looking through the injected menu on the oculars, the models and planes selection was blacked out and unable to be selected. Other menu options could be selected without issue. The issue occurred in two previous cranial software versions. Updating the navigation system to the current software version resolved the issue. The site was able to select the option normally. No complications were reported/anticipated.

Manufacturer narrative:
A software investigation was initiated. Via image analysis it was concluded unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification was received that confirmed the issue was present only on one navigation system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Follow-up is being conducted due to conflicting information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the multivision turned pitch-dark when using the navigation system with the pentero 900 microlink. And the issue was confirmed again even when inspection was performed. The issue persisted even though the communication cable was replaced. During inspection, the issue was confirmed not only when using a different navigation system and pentero 900 microlink. Inspection was also performed with another micro (pentero), and the top two lines of the joystick operation menu in the microlink were not active and could not be selected. There was no problem when using a different navigation system and pentero. There was no patient present, however this did cause a delay of less than one hour to a cranial resection procedure that had not yet begun.